Event description:
It was reported patient underwent a pathologic subtrochanteric fracture procedure on (B)(6) 2014. Subsequently, patient underwent a revision procedure on (B)(6) 2014, due to affixus nail broken at the nail/lag screw interface. The affixus implant was removed and replaced with another affixus implant.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Surgeon has indicated that the initial reduction was difficult and there was a slight gap at the fracture resulting in a slight varus position so this may have affected the forces running through the nail. Product is being returned to manufacturer, but has not yet been received. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The root cause of the event was determined to likely be due to the component positioning/alignment.